Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were sent to hospital on unknown date. Customer when she was using the pump it almost killed her. Customer received 3 days worth dosage of insulin within 30 minutes from the pump and she ended up unconscious and was sent to the hospital for 2 days. The insulin pump will not be returned for analysis.